Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.

Manufacturer narrative:
This report is submitted on july 01 2020.

Event description:
Per the clinic, the patient experienced pain and swelling with device use subsequent to a MRI and magnet exchange. The patient was treated with antibiotics (date, duration and type not reported), however, the issue could not be resolved. The device was explanted on (B)(6) 2020 and the patient was implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 16, 2023.

Manufacturer narrative:
There is now a reported infection and extrusion of the device. This report is submitted on july 24, 2020.